Manufacturer narrative:
(B)(4). The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error alarms noted during testing. Device received with corroded motor home switch and moisture damage on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin alarmed error multiple times. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.